Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 500 mg/dl. Customer also stated that insulin pump received motor error alarm and no delivery alarms. Customer stated that drive support cap was normal and they were able to clear and able to rewound the insulin pump. Customer declined to troubleshoot for the high blood glucose value due to multiple motor error alarms. The insulin pump will returned for analysis.